Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, data was received and downloaded on 09/17/2014. A review of the downloaded data log confirmed the reported event of inaccurate blood glucose values.